Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise that resulted in pacing inhibition. The lead will continue to be monitored. The patient was stable and asymptomatic.